Event description:
A malfunction was reported, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was not near the charging supplies and did not report or reset the pump for this malfunction within the last 24 hours. The customer plans to call back for assistance with resetting the pump.